Event description:
It was reported that the patients ipg was sticking out at the implant site. The patient ipg gets hot when charging.

Event description:
It was reported that the patients ipg was sticking out at the implant site. The patient ipg gets hot when charging. Additional information was received that the patient extremely thin , so the outline of the battery could be be seen and there was no skin breakage on the ipg site. The patient was reprogrammed.